Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient is doing well and effective stimulation was restored postoperatively.

Event description:
It was reported the patient only feels stimulation in her hand and chest. However, the patient was implanted for shoulder pain. X-rays did not reveal any anomalies. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where her lead was repositioned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.